Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed target lesion with a significant bend of >45 and <90 degrees was located in the moderately tortuous and moderately calcified left anterior descending artery. Following pre-dilatation with a 2.75x8.00 non-compliant balloon catheter, a 3.00 x 28mm synergy drug-eluting stent was advanced for treatment. However, significant resistance was encountered while tracking the stent through the lesion and the stent got damaged. The procedure was not completed due to another reason which was not specified. It was noted that the patient condition following the procedure was death, however, it was indicated that no action was taken to resolve the event and the physician assessment of the relationship of the event to the device was unknown. No further details are known at the time of reporting. Further information has been requested and will be reported should more event information become available.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed target lesion with a significant bend of >45 and <90 degrees was located in the moderately tortuous and moderately calcified left anterior descending artery. Following pre-dilatation with a 2.75x8.00 non-compliant balloon catheter, a 3.00 x 28mm synergy drug-eluting stent was advanced for treatment. However, significant resistance was encountered while tracking the stent through the lesion and the stent got damaged. The procedure was not completed due to another reason which was not specified. It was noted that the patient condition following the procedure was death, however, it was indicated that no action was taken to resolve the event and the physician assessment of the relationship of the event to the device was unknown. No further details are known at the time of reporting. Further information has been requested and will be reported should more event information become available. It was further reported that the procedure was not completed because the patient died during the procedure. However, the physician did not consider the death as related to device malfunction.